Event description:
A caregiver (cg) contacted global technical service (gts) regarding thinking that the home patient (hp) did not drain everything out, which occurred on the home choice pro (hcp) during dwell 1 of 4. The cg stated that the hp was filled with 2000ml using a manual bag that day by the nurse. The technical service representative (tsr) had the cg check the dwell time left, which was one hour and twenty eight minutes. The initial drain volume equaled 211ml. The tsr asked if the hp was feeling uncomfortable, and the hp stated that they felt some pressure. The tsr had the cg press stop, arrow down to manual drain, and then press enter. The drain volume was increasing, and the hp stated he started feeling better. The drain volume started to slow down around 2000ml. The tsr had the hp change position. The cg stated that the hp was sitting in the recliner and that the top of the machine was much higher than he was. The tsr had the hp stand up, and the drain volume started increasing at the proper rate. The tsr suggested that the cg lower the machine so that the top of the machine would be about 6 inches lower than the mattress before the next therapy. The cg understood. The tsr had the hp sit on the side of the bed, and the drain volume increased at the proper rate. The hp drained 3546ml and then felt that it was starting to pull a little. The hp drained 3609ml total. The hc stopped dwell on its own. The tsr checked the programming. The therapy was set to continuous cycling peritoneal dialysis (ccpd) / intermittent peritoneal dialysis (ipd), the total volume was 8500ml, the total time was nine hours, the fill volume was 2000ml, the last fill volume was 500ml, the dextrose was set to same, the machine was set for four cycles, and the initial drain alarm was set for 20ml. Based on the drain volume and fill volume provided, this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr had the hp restart the dwell. The dwell time left was thirty six minutes. The tsr explained that the machine would complete therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance made repeated unsuccessful attempts with the registered nurse (rn) at acquiring additional information regarding the resolution of the reported problem. If additional information should become available, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The registered nurse (rn) responded to product surveillance's letter on (B)(6) 2012. The rn stated she was not initially made aware of the event by the patient because she had been on vacation, but she stated she has since spoken to the patient and everything in going fine. The rn stated that she believed the patient was a rapid transporter and was probably absorbing the solution. The rn stated that she would be talking to the patient's doctor about possibly changing the patient's fill volume. The rn stated that the patient's vitals and blood pressure are good and that there was not patient injury or medical intervention associated with this event. The rn stated the patient has been continuing therapy on the cycler successfully. Product surveillance informed the rn that the patient performed an off cycler exchange of 2000ml but had the initial drain only set to 20ml which could be the cause of the overfill. There were no allegations against any of the patient's dialysis products. No further information was available. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect and use error, the initial drain alarm setting was inappropriately programmed. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.